Event description:
The clinic reported an autotest failure. Gambro technical services (gts) found the inlet to pressure relief valve #3 (prv3) was loose, resulting in a leak. The leak was repaired in the field. No pt involvement was reported.